Event description:
The catheter was being used for arterial access in the left femoral artery. Diagnosis: large ventricular septal defect (vsd), near interruption of aortic arch with severe coarctation of aorta, patent ductus arteriosus, aberrant right subclavian artery, and patent foramen ovale.status post pericardial patch vsd closure, primary closure of stretched patent foramen ovale, tricuspid valvuloplasty, aortic arch repair with retrograde, right aberrant subclavian artery flap and homograft patch augmentation, ligation of patent ductus arteriosus; problem: intermittent bleeding 24 hours after line inserted, patient's hematocrit dropped from 38 to 28 requiring blood transfusion. After line was changed, a crack in the catheter was noted at the point on the catheter where the white hub ends and the clear flexible clear catheter begins. The leaking caused the blood loss. Location of catheter crack was near patient's groin. Because of the location, the catheter might become damaged because the infant bends the leg at the groin.